Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number was not provided. The actual device was returned for evaluation. During evaluation of the device, it was determined that the device made a loud unusual noise, heated up and the drive shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a broken drive shaft which is consistent with excessive force being applied during use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during that prior to a surgical procedure, the motor device started to smoke. It was reported that a new tray was opened and alternate equipment was used for the case. It was reported that there was less than a 30 minute delay in the surgical procedure. Additional information was received to clarified that the device was smoking, heating and noisy during an unspecified surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.